Event description:
Healthcare professional reported "upward displacement, capsular contracture baker grade unknown and intracapsular rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Continue section e1 (phone #) (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted the event of rupture could not be observed. The events of capsular contracture and malposition are physiological complications and can not be observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown and malposition.